Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: xray /CT scan¿ ap/lateral views report = minimally displaced lateral femoral condyle fracture. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. Complaint is confirmed with the provided medical records. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: - mechanical (g04) ¿ femur.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10- medical product: 0â° spiked keel right size d osseoti tibia item# 42535006702 lot# 65651598; articular surface (mc) right 10 mm height item# 42522100410 lot# 65790545. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient experienced a non-operative minimally displaced lateral femoral condyle fracture approximately two weeks after undergoing manipulation under anesthesia. Attempts to obtain additional information have been made; however, no more information is available.